Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of an unknown component at the bone to implant interface. The sleeve is still attached to the stem. Doi: 2004; dor: (B)(6) 2018; left hip.